Event description:
It was reported that there was an error reading invalid syringe 5 message. The event occurred during testing and preventive maintenance. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed. The customer's stated problem was not confirmed. No problem found. There was no known cause of the reported issue, and the pump was cleaned, greased and calibrated.